Event description:
It was reported that during the lead implant, pacing impedances were at about 2100 ohms, which is out of range for this lead. All other lead measurements were stable. The physician had repositioned the lead 3 times. Technical services discussed that it was the discretion of the physician, whether to use the lead or not. No adverse patient effects were reported. No further information is known at this time. If additional information is received, this report will be updated.